Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that nearly 5 months after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. The patient presented bone type IV, 60ncm of primary stability was achieved, immediate implant and immediate load procedures were performed, bone graft was executed and the perforation of the sinus membrane has occurred during surgery.